Event description:
It has been reported that the device is failing self-test. I am working on a case with heartstart hs1 sn (B)(4), sold 2008-10-14. End user reports it failing self test due to identifying electrodes as not good, but error persists after switching to new ones. This was replicated at vingmed. Attaching log file, can you see anything that seems off? (I¿m aware it¿s not within warranty) best regards: (B)(6). Service engineer. (B)(6).